Manufacturer narrative:
The insulin pump was received with blank display due to severely broken off battery tube threads/battery compartment not allowing proper contact with battery and battery cap. The insulin pump was received with missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label and cracked case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump was damaged and had a piece about to fall off. The customer's blood glucose was 7.3 mmol/l at the time of incident. The insulin pump was returned for analysis.